Event description:
The 4.5mm lcp proximal femur plate 4 holes/175mm - left broke post-operatively. Plate was implanted for prior non-union subtrochanteric fracture. Pt was partially healed. Plate was removed and replaced with another plate.